Event description:
Patient had existing j tube inserted (B)(6) 2016 in our department. The patient was on our table for replacement (B)(6) 2017 and we discovered that the tube was broken. A scout film before we start and the scout appeared to show a disconnect in the catheter suggestive of a catheter fracture. Sure enough it was fractured and the larger distal portion (essentially the whole tube except for a small portion which goes into the stomach remained) appeared to have migrated into the large bowel. The proximal end of the g-j tube was removed over the wire, but the broken section distally stayed in the bowel. General surgery was consulted, but unlikely to have surgical removal based on no sharp edges that could cause perforation. Proximal section was given, was sent to manufacturer.